Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a leak was not confirmed during evaluation. The assignable cause could not be determined. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which there was a leak detected from the blue winged luer cap. The event occurred after filling. Two units were affected. This is complaint one of two. The device was filled with pamidronate 90 milligrams in 250 milliliters in 0.9% sodium chloride. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.